Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements above 200 ohms. Technical services provided instructions to perform programming enhancements, also, further in office evaluation was recommended. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.